Event description:
Complainant alleged that while attempting to treat a male patient in his 70's, the device displayed an "internal error occurred - system reset required" message.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report.. The defib cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used at the time of the reported event was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient in his 70's, the device displayed an unknown error message and blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.